Event description:
The lay/user patient contacted lifescan (lfs) in 2006 and alleged that his one touch ultra meter was reading inaccurately low. The medical affairs specialist was unable to reach the patient via phone after several attempts to obtain further information. A letter was also sent to the address provided. The patient had received a result of 162mg/dl on the reported meter he also reported that he was "ready to pass out" at the time of testing. The patient took insulin following the use of the meter. He was taken to the hospital. A result of 212mg/dl on another ultra meter is provided, performed within 10 minutes of the subject meter's result (based on this comparision, the subject meter is within specifications). However, it is not clear if that was the hospital meter result. The patient was unable/unwilling to answer as to what treatment he receiveda at the hospital. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/sl) and that it was coded correctly. The test strips were in good condition and within the expiration date. However, the patient's control solution was open greater than the discard date and therefore, a quality control check could not be performed. This complaint is reported because although, there is insufficient information regarding the event when the patient felt "ready to pass out, the subject meter gave a result of 162mg/dl, at that time, which did not correlate. A replacement meter, control solution, and test strips were sent to the lay user / patient.